Manufacturer narrative:
Follow-up receive don 09-nov-2016: the ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had chronic pelvic pain shortly after essure (fallopian tube occlusion insert) insertion. Around 1 year later, she found out she was pregnant and gave birth. Two years after essure insertion, she underwent a surgery to remove essure coils. However, one was not found. Diagnostic imaging showed that essure was lodged in uterus (interpreted as device embedded). She had a second procedure to remove her remaining essure coil from her uterus pelvic pain, device dislocation and pregnancy with contraceptive device are listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this condition prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. Although the exact date and mechanism of this device embedment is unknown, given its nature, a causal relationship with essure cannot be excluded. In addition, in this case, it is not possible to know if the pregnancy is the consequence of device dislocation or it is due to an ineffective device since it occurred after the 3-month period, therefore, the pregnancy is assessed as related to essure inserts. This case is regarded as incident since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain') and embedded device ('essure coil was lodged in her uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of efficacy". On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), dyspareunia ("pain during intercourse") and abdominal distension ("I always feel bloated"). The patient was treated with surgery. Essure was removed in (B)(6) 2016. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, embedded device, pelvic discomfort, menorrhagia, back pain, abdominal pain, alopecia, rash, dyspareunia and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, embedded device, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Social media received - new event I always feel bloated was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain') and embedded device ('essure coil was lodged in her uterus') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of efficacy." On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), dyspareunia ("pain during intercourse") and abdominal distension ("I always feel bloated"). The patient was treated with surgery. Essure was removed in (B)(6) 2016. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, embedded device, pelvic discomfort, menorrhagia, back pain, abdominal pain, alopecia, rash, dyspareunia and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, embedded device, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain'), embedded device ('essure coil was lodged in her uterus') and perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of efficacy". Medical conditions: 2016 - unspecified diagnostic imaging: coil was lodged in uterus. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), dyspareunia ("pain during intercourse"), abdominal distension ("I always feel bloated"), perforation (seriousness criteria medically significant and intervention required) and device dislocation ("migration "). The patient was treated with surgery. Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, embedded device, pelvic discomfort, menorrhagia, back pain, abdominal pain, alopecia, rash, dyspareunia, abdominal distension, perforation and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dyspareunia, embedded device, menorrhagia, pelvic discomfort, pelvic pain, perforation, pregnancy with contraceptive device and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received- new events migration and perforation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain'), embedded device ('essure coil was lodged in her uterus') and perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of efficacy". Medical conditions: 2016 - unspecified diagnostic imaging: coil was lodged in uterus. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), dyspareunia ("pain during intercourse"), abdominal distension ("I always feel bloated"), perforation (seriousness criteria medically significant and intervention required) and device dislocation ("migration "). The patient was treated with surgery. Essure was removed on (B)(6) 2016. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, embedded device, pelvic discomfort, menorrhagia, back pain, abdominal pain, alopecia, rash, dyspareunia, abdominal distension, perforation and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dyspareunia, embedded device, menorrhagia, pelvic discomfort, pelvic pain, perforation, pregnancy with contraceptive device and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 24-sep-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, excessive hair loss, excessive rashes, and pain during intercourse. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. In or around (B)(6) 2015, plaintiff discovered she was pregnant and later gave birth on (B)(6) 2016. On or around (B)(6) 2016, plaintiff underwent surgery to remove her essure coils. However, plaintiff's physician could only remove one of her essure coils because the other essure coil could not be found. Plaintiff underwent subsequent diagnostic imaging in an effort to determine the location of the other essure coil, and learned that it was lodged in her uterus. In (B)(6) of 2016, plaintiff underwent a second procedure to remove her remaining essure coil from her uterus. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had had chronic pelvic pain shortly after essure (fallopian tube occlusion insert) insertion. Around 1 year later, she found out she was pregnant and gave birth. Two years after essure insertion, she underwent a surgery to remove essure coils. However, one was not found. Diagnostic imaging showed that essure was lodged in uterus (interpreted as device embedded). She had a second procedure to remove her remaining essure coil from her uterus pelvic pain, device dislocation and pregnancy with contraceptive device are listed in the reference safety information for essure. Considering that essure therapy may cause pelvic pain, considering that she did not experience this condition prior to essure procedure and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. Although the exact date and mechanism of this device embedment is unknown, given its nature, a causal relationship with essure cannot be excluded. In addition, in this case, it is not possible to know if the pregnancy is the consequence of device dislocation or it is due to an ineffective device since it occurred after the 3-month period, therefore, the pregnancy is assessed as related to essure inserts. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.